Event description:
The clinician reports that the day the implant was placed in ada 15, failure occurred upon insertion. Details of surgery: implant surface not completely covered with bone, sinus augmentation and immediate extraction site. Patient presented with inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: bleeding. No further patient complications were reported.